Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Requests for additional information needed per wi-7915 was unavailable as the complaint was submitted by the FDA with no patient information. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Maude event report (mw 3820438) states: gentamycin ghv cement was used. The last documented physical therapy report seems to be on (B)(6) 2012 and the physical therapist has a doctorate and she clearly documents that I am not improving and recommends discontinuing physical therapy. I have been in severe pain since that operation. I still can not go up or down a curb without assistance. My internal medicine doctor is dr (B)(6). He discouraged me from having this surgery and told me it could have severe side effects and I could lose my ability to walk. However, the pain was unbearable. I went to a pain md who prescribed percocet 10 and methadone 10mg to be taken twice a day every day. I did not want to become a pain medication addict. Dr (B)(6) diagnosis after the surgery on my left knee was failed painful left knee arthroplasty depuy rotating platform custom knee. He replaced this with a stryker triathlon revision system. I had the left revision surgery on (B)(6) 2014. Dr (B)(6) told both me and my partner that my tibia was not attached to anything. He said he did not see cement on the tibia. I am currently in physical therapy with the same therapist and she states my flexion is much better now than it was after the 7 months of pt after the first replacement. Dr (B)(6) did xrays of my right knee which is incredibly painful and has made a grinding and clicking noise since the surgery. Dr (B)(6) stated he could see the broken cement on my right knee. I am scheduled to have that replacement surgery in (B)(6). I have developed other concerning problems since that surgery. I will be making an appointment with a cardiologist since my heart races and I feel fluttering several times a day. I have also developed renal problems. When I urinate, I can not completely empty my bladder and I must wait until I urinate three times. This has never happened to me before. I also have pain in my right arm all of the time. I worked as a registered nurse for 32 years prior to my disability. I am (B)(6). This has been devastating. I also have an acquired limp which has made my sciatica much worse.